Manufacturer narrative:
(B) (4) no product issue reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer 3005099803-2010-00384 for the other associated device information. It was reported to boston scientific corporation that an interject injection therapy needle catheter and a radial jaw 4 biopsy forceps were used during an esophagogastroduodenoscopy procedure performed within the stomach on (B) (6) 2010 ((B) (6) female patient, (B) (6)). According to the complainant the interject needle was prepped prior to being used. During the procedure a biopsy sample of a highly vascular tumor was taken with the radial jaw device and bleeding was observed. The interject was inserted down the scope, however when the physician tried to deploy the needle, the inner sheath detached and came out with the needle. The needle punctured the inner sheath. It was difficult to then advance and retract the needle. The needle was then removed from the scope. Post procedure the scope would not pass a leak test and appeared to have a hole in the biopsy channel. The patient at this time in the procedure lost 4 units of blood. A resolution clip was then placed on the biopsy site, which initially stopped the bleeding. The clip remained intact on the patient. The patient was admitted to the hospital in order to be monitored, where she continued to bleed. Within a 24 hour period the patient lost a total of 6 units of blood and underwent a blood transfusion. The bleeding was then stopped via embolization. The patient was discharged on (B) (6) 2010 and is currently in stable condition.